Event description:
It was reported that in central processing, it was observed that the jaws on the tenaculum forceps instrument were misaligned. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was not able to confirm the customer reported complaint of jaws are misaligned. The grips were not bent. Failure analysis investigation found the following damages: the instrument's main tube had scratch marks/abrasions. The main tube appeared to have a stripped epoxy coating layer. This results in the fiber glass layer underneath the epoxy layer to be exposed. This damage occurs along the entire length of the main tube. Failure analysis concluded that the damage may have been due to improper cleaning. The instrument's grip cable was broken at the hypotube. The cable fragments was observed to be sticking out at the tip of the instrument. The length of the broken fragment indicates that the instrument was broken in the hypotube. Failure analysis concluded that the damage may have been due to improper cleaning. The instrument's pitch cable and crimp were missing from the instrument tip. The pitch cable was very loose at the housing. The instrument was never used. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.